Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent a laparoscopic cholecystectomy procedure and was discovered to have gallbladder stones during cholangiogram requiring transfer to other hospital. Endoscopic retrograde cholangiopancreatography (ercp) showed cystic duct leak the next day. As a result of the leak, the patient spent several days in hospital and was discharged when deemed safe. The patient was then seen in the clinic in stable state but presented to the emergency room at night with extensive large collection in abdomen that was noted to be clearly a sequel of cystic duct leak. The patient had another hospital stay, started with ICU, and drainage. It was noted that if that failed, maybe more surgery will be required. The patient died.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent a laparoscopic cholecystectomy procedure and was discovered to have gallbladder stones during cholangiogram requiring transfer to other hospital. Endoscopic retrograde cholangiopancreatography showed cystic duct leak the next day. As a result of the leak, the patient spent several days in hospital and was discharged when deemed safe. The patient was then seen in the clinic in stable state but presented to the emergency room at night with extensive large collection in abdomen that was noted to be clearly a sequel of cystic duct leak. The patient had another hospital stay, started with ICU, and drainage. It was noted that if that failed, maybe more surgery will be required.